Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open heart ablation procedure, the device did not fire. Surgeon was able to pressed the green button but was not able to squeezed the handle. New handle and reload was used to complete the case. There was no patient injury.